Manufacturer narrative:
This follow-up is being submitted to relay additional information. A versys advocate femoral stem and a versys femoral head provisional were returned for evaluation. As returned, the stem is in excellent condition and shows no signs of damage to the taper. The femoral head provisional exhibits damage to the outer sphere and conical taper. Damage is too severe for dimensional analysis. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00789502602, femoral head provisional 12/14 neck taper, 60325007. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08094.

Event description:
It was reported that when the surgeon was trying to pull off the head provisional from the stem the stem came out of the femur. The surgery was finished with a backup stem. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.